Event description:
It was reported that during a tubal ligation procedure, an internal piece of the device fell out and into the abdominal cavity. The piece was retrieved without complication. It was not noted how the procedure was completed. There was no pt consequence.